Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs within 7 hours of use. High blood glucose level was 367 mg/dl at the time of 1st event and 311 mg/dl on 2nd event. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1883706- device 1 of 2